Event description:
It was reported that during a kyphoplasty procedure, the hv-r bone cement was runnier than normal after twenty minutes of mixing and never reached an appropriate viscosity. The cement was mixed following the procedure and no additives were included. The physician injected the cement when the cement was still runny and a small asymptomatic cement extravasation into the disc was observed. The procedure was completed successfully with no pt complications reported.

Manufacturer narrative:
Method: device not returned, follow up conversation with company representative.